Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the aligners have caused gum damage. Their dentist informed them that this was directly caused from the byte aligners. They are now having to have oral surgery from this.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.